Manufacturer narrative:
The pump was returned for pump error 53 alarms found on (B)(6) 2021 pump¿s history and trace files downloaded successfully using thump software. Unit passed the self test and displacement test. Pump error alarm (file number = 0; line number = 1) confirmed in the pump history/trace files on (B)(6) 2021 at 7:49am. ¿pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Pump error alarm (file number = 0; line number = 1) confirmed in the pump history/trace files on (B)(6) 2021 at 7:49am due to possible hardware error as per global logic analysis (esf #3470387). Problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will not be returned for analysis.